Event description:
Reporter alleged the lancet needle that is apart of the multiclix kit system used in finger-stick blood glucose testing protrudes outside the drum. The location of the alleged event was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.